Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. The device was originally reported for a pod hazard alarm during operation. Treatment information was not provided.

Manufacturer narrative:
Initial attempts to download the data from the received device were unsuccessful, and all three battery voltages were measured to be lower than expected. The device was connected to an external power source and the download data was successfully retrieved. Inspection of the download data confirmed that the pod generated a 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the rotational sensor failed to transition from closed to open which resulted in the 0x40 alarm, however the pulse width values did not change. Corrosion was observed on the middle and bottom battery, the mechanism rails, and the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in internal leaking and the corrosion observed inside the device. Inspection of the drive mechanism found contamination, evidence of fluid ingress, and damage on the commutator cap. Fluid contamination was observed on the commutator cap, indicating fluid contact in the rotational sensor assembly. The tear in the unexposed portion of the soft cannula resulted in an internal leak and the failure of the rotational sensor to transition from closed to open due to the rotational sensor circuit being closed by fluid contact. However, the investigation could not determine if the contamination and damage observed on the commutator cap also contributed to the reported hazard alarm. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.